Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the main printed circuit board to display, the printed circuit board cable and the display data to console cable. The fse tested the iabp and verified that the display monitor was responding. The fse also checked the diagnostic fault logs of the iabp which showed low vacuum and iabp shutdown faults. The fse then performed the calibration procedure then ran the iabp for 1 hour without any issues. Full calibration and functional checks were performed per the factory calibration procedures, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown during patient transportation. The flight crew brought in another iabp for this patient. No patient injury nor adverse event was reported.